Event description:
It was reported that customer experienced cgm error and could not continue sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with assistance, confirmed error did not return, and successfully started new sensor session, with no additional actions required.